Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl due to bent cannula. A day before customer had blood glucose level was over 600 mg/dl. The customer treated with manual injections. The customer also reported receiving calibration error and change sensor alerts. Troubleshooting was declined. The insulin pump will not be returned for analysis. The sensor and infusion set will be returned for analysis and insulin pump and reservoir will not be returned for analysis.